Manufacturer narrative:
E1 - initial reporter phone: (B)(6). The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
The event involved a check valve with male/female luer lock where the customer reported that the anti-reflux cap positioned with constant blood leakage from the cap. There was patient involvement, no adverse event / human harm.

Manufacturer narrative:
The device history report (DHR) for lot 13796955 was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
Additional information received stating: the device was at first use and the customer has also stated that there where no clinical consequences. The customer became aware of this event as it was reported by collaborators, some reports were with photos or videos. The problem occurred with a procedure in progress, estimated time of approximately 30 minutes onwards. The programming entered for the infusion was insertion of the needle and device and almost immediate infusion. The infused therapy was hydrating electrolytes and drugs for anesthetic induction; no chemotherapy. The infusion therapies and device were replaced. The blood loss or backflow were not significant due to early interception. The patient's condition before and after the event was stable. There was a delay in starting surgical procedure, and supervision was necessary following this event.